Event description:
A company representative reported that the patient, while removing the insulin cartridge from his infusion device, had an issue with the plunger remaining attached to the piston rod in the cartridge chamber. She stated the cartridge compartment was about half full of insulin. She stated they were able to detach the plunger from the piston rod and the device was now drying out. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.